Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step during testing. The device's flow sensor assembly was replaced to address the issue. The component was found to be physically damaged.